Event description:
On (B)(4) 2011, additional information was received when the manufacturer's consultant reported that he was sending in the handheld and flashcard for product analysis. Product analysis was completed for the handheld and flashcard on (B)(6) 2011. Product analysis for the flashcard revealed no anomalies associated with the flashcard software or databases. The flashcard and software performed according to functional specifications. Product analysis for the handheld revealed that the main battery was able to hold a charge. During the analysis it was identified that the main battery was inserted backwards, thus preventing the handheld from operating using the main battery. The cause for the battery being inserted backwards could not be determined, but is most likely associated with user error. No other anomalies were identified during the analysis.

Event description:
On (B)(6) 2011, a vns treating physician reported that she was having a problem with her handheld that day. The handheld had been plugged into the wall and when the physician went to unplug the handheld from the charger, it would not turn on. The physician then plugged the handheld back in, performed a soft reset, and the handheld worked fine. As soon as the physician unplugged the handheld again, the screen went black and a message popped up on the screen that said "a memory error has been detected". After this message was displayed, the system prompted the user to do a hard rest. The physician performed a hard reset and the cyberonics page was then visible on the screen. As soon as the physician unplugged the handheld again, the same thing happened all over again. It was not known when the last time the handheld was used successfully while not plugged into the wall. No patient was involved with this issue. The manufacturer's consultant reported that he would return the physician's handheld for product analysis but it has not yet been received by the manufacturer. When additional information is received, it will be reported.